Manufacturer narrative:
(B)(4).

Event description:
It was reported an error code occurred and aspiration was lost. An angiojet(tm) solent(tm) omni thrombectomy catheter was selected for treatment in the iliac vein. The catheter was advance to the treatment site and aspiration was started. After approximately 4 seconds an error message was received and it was noticed saline was pooling in the tray of the console. So the catheter was removed, primed it again, advanced back in the patient, and the same error occurred again with saline pooling in the tray. The catheter was removed from the patient and exchanged for a solent proxi catheter. The device was primed and advanced into the patient. When the physician went to activate aspiration, the error code occurred before aspiration started. It was also noticed saline was pooling in the tray of the console. The catheter was removed from the patient and the physician decided to discontinue thrombectomy. No patient complications were reported and the patient was fine after the case.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a solent omni catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error code occurred and aspiration was lost. An angiojet® solent¿ omni thrombectomy catheter was selected for treatment in the iliac vein. The catheter was advance to the treatment site and aspiration was started. After approximately 4 seconds an error message was received and it was noticed saline was pooling in the tray of the console. So the catheter was removed, primed it again, advanced back in the patient, and the same error occurred again with saline pooling in the tray. The catheter was removed from the patient and exchanged for a solent proxi catheter. The device was primed and advanced into the patient. When the physician went to activate aspiration, the error code occurred before aspiration started. It was also noticed saline was pooling in the tray of the console. The catheter was removed from the patient and the physician decided to discontinue thrombectomy. No patient complications were reported and the patient was fine after the case.